Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker was in backup vvi mode. The patient was brought into clinic experiencing fatigue. Programming changes were made. The patient was stable throughout.